Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.

Event description:
It was reported that during a laparoscopic assisted distal gastrectomy, the clamped tissue was slipped forward at the 4th firing and the all deployed staples of the staple line were formed in lumbricoid shape. The device was used for the gastroduodenostomy. The cartridge was blue. Additional suture was performed to complete the case. There were no adverse consequences to the patient. The doctor felt that the knife performance became worse by each firing.